Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were found at 37.7-40.4 cm from the helix. Internal insulation abrasion was found at 32.8-34.0 cm from the helix. The etfe coating was intact at these locations.